Event description:
It was reported that a keypad on a pump entered any key selection twice.

Manufacturer narrative:
(B)(4). Although the customer alleged the keypad was ¿double tapping¿ the sigma device eval found that when any key (other than the on/off and 8 key) is selected, an input of the #8 will occur. No evidence of unintentional double entry was evident from review of the device history log. Sigma¿s engineering investigation is in progress. When complete, a supplemental report will be submitted.